Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus. A field service engineer (fse) swapped both the printed circuit board assembly (pcba) drawer and the rear module pyxisbus module controller (pmc) board. After completing the hardware swap, the station was restarted, and the drawer was reconfigured. A functionality check was performed using the hardware test application (hta), and the customer verified performance on the main application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer was failed. The customer stated that this malfunction occurred while dispensing the medication and the user was able to retrieve medications from pharmacy which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.